Event description:
It was reported that three ivc filters had twisted legs upon deployment. Reportedly, after the first filter was deployed, imaging demonstrated that all but two of the filter legs were twisted. Attempts were made to untwist the legs, however, this was unsuccessful. The filter was removed with a snare. A second ivc filter was deployed, however, imaging demonstrated that the legs of this filter were also twisted. The filter was removed with a snare and a third ivc filter was deployed. Again, the filter legs were twisted upon deployment. After the third ivc filter was removed, a competitor's ivc filter was deployed. Upon deployment, the legs of this filter were initially twisted, however, the legs opened and suitable wall apposition was obtained. Reportedly, the patient's condition may have affected the placement of the filters.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The devices were discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway. Please note that this event involves three devices with the same product malfunction and the same device information (catalog # and lot #).